Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a thoracic aortic aneurysm. The iliacs were tight and tortuous. The thoracic aorta was long and extremely tortuous and measured from 29 mm to 34 mm in diameter. It was reported that it was not possible to track the device up through the vessels and when the delivery catheter was removed from the pt the graft cover had a severe kink. The physician went in from the other side was able to insert another talent thoracic device and completed the case successfully. No clinical sequelae were reported, and the pt is fine. The delivery system was discarded.

Manufacturer narrative:
(B)(4).: results: (tight and tortuous iliac arteries). Conclusions: (tight and tortuous iliac arteries).